Event description:
It was reported that the user received recurring alert 65 indicating an audio over/under current condition, and the alert returned after multiple restarts, consistent with an issue where the audio alarm was not audible and implicating the speaker/sounder component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical or electronic component problem associated with the speaker/sounder that resulted in an inaudible alarm condition. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.